Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during drain 3 of 4. The patient was disconnected at the time of the alarm, but had reconnected to the set. The hp cycled the power to get a system error 2367. Axter product surveillance contacted the registered nurse on (B)(6) 2011. He stated that the patient had contacted him about the event. He had gone over proper disconnection procedure with the patient, and therapy has been going well since. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.